Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A stryker representative reported that the customer's device had displayed a white screen during initial set up. This is indicative of a lock up condition. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Event description:
A stryker representative reported that the customer's device had displayed a white screen during initial set up. This is indicative of a lock up condition. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h3, device evaluated by mfg of the initial medwatch report indicates yes. Section h3, device evaluated by mfg of the initial medwatch report should indicate no, device evaluation anticipated, but not yet begun. Physio-control evaluated the customer's device and verified the reported issue. After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio product analysis center (pac) further evaluated the removed part and determined that the cause of the reported issue was due to a shorted capacitor, c181, on the user interface pcb assembly.